Event description:
It was reported that while treating an aneurysm in the right internal carotid artery (ica), the coil stretched and prematurely detached as the coil was being withdrawn. An undisclosed portion of the coil was in the aneurysm while the proximal portion had stretched into the right ica. The pt was reported to be "doing well."

Manufacturer narrative:
Date of event: unk.